Event description:
It was reported that the implantable cardioverter defibrillator and the right ventricular lead were explanted due to infection. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.